Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this implantable cardioverter defibrillator exhibited noise, which lead to pacing inhibition. This patient was noted to be pacing dependent. This device remains in service. No adverse patient effects were reported.